Manufacturer narrative:
Evaluated one opened/used enlite sensor, performed bicarbonate buffer test and sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 100 mg/dl. The customer stated that the suspend on low was working and it was wrong. The customer stated that the sensor might be damaged during insertion. The customer stated that the cal was not accepted. The customer was advised to switch the sensor feature off and to reconnect it after a couple of hours. The customer will be sent a replacement sensor.